Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the cylinders were removed and replaced due to a possible distal erosion on the left penis side and a proximal perforation on the right side. The original size of the implant was not correct and the physician noted that buckling of the left side of the cylinder likely caused the potential erosion. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.